Event description:
The fire dept was called to the customer's at 9:06am because the customer device read 351mg/dl. At 9:08 paramedics tested and received a result of 286mg/dl, the customer's device was used again with a result of 351mg/dl. The customer was given 8 units of humulin r and 8 units of humulin n. Level one control was in range. A request was made for the return of the suspect device and replacement product was sent.